Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2014 with the following results:during investigation, the battery compartment was found to be cracked. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.